Event description:
It was reported that insulin gauge displayed an amount different than expected and pump showed a fill estimate issue with 0 units displayed. There was no reported impact to the customer¿s blood glucose level. Customer received explanation that fill estimate discrepancy was due to an alert or alarm condition, and no additional corrective actions or outcomes were reported. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.